Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up correctly. Review of the system log files showed that the ippc has no connections. Fse checked r cabinet and found network switch (ts) did not have power. Fse recovered ts¿s power supply. After that system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not start up correctly. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.